Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 418 mg/dl. The customer reported 2 hospitalization events for diabetic ketoacidosis. The customer was admitted to (B)(6) on (B)(6) 2015. The customer stated that all the sudden his blood glucose wa high and he was in hospital. The customer was treated with fluids insulin drip. The customer insulin pump was removed when he was admitted. The customer als reported air bubbles anomaly on the insulin pump. The customer was assisted with clearing the air bubbles and then changing the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.